Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced shocking sensation in her back. Pt said that she was feeling these little shocks when she was both standing and/or sitting, and it comes and goes and then is continuous for a while and then stops and starts again. She was implanted about 3 1/2 weeks ago. (Stage 1 on feb 4, stage 2 on feb 8). Pt denied doing any stretching or lifting and anything that could have caused these issues. She had been driving but no sudden stops or anything. At the pt's follow up appointment, it was determined, the shocking was not positional. She was experiencing therapeutic stimulation and relief otherwise and the issue was not related to her pt programmer. The shocking appeared to start at the incision, along the flank but does not reach the central aspect and stops. It appears to be at sensory nerve margins. All impedances were within normal ranges. Group impedances-on program group a1-649 ohms and 4.473 milliamp. Numbers are 13+, 14- and 13+-. Use is 100% of the time. Amps at 2.9v at 210us and rate 40 pps. Electrode impedances .7, 1.5 and 3.0v. All measurements, lowest reading was 770 and highest 1022. Physician thought, the sensation was due to healing and it would improve as she heals. Pt outcome reported as no injury. Add'l info will be provided as it becomes available.